Event description:
It was reported that the ilet user accidentally selected an incorrect step during the supply change process by confirming they saw insulin drops and required assistance to navigate back and restart the supply change; the process was then completed and insulin delivery resumed, reflecting a use-of-device problem. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, aligning with a user-related use-of-device problem consistent with incorrect supply change steps. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.